Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced delivery anomaly. The customer's blood glucose value was 223 mg/dl. The customer stated that he had trouble with the pump not delivering insulin. The customer stated that there were scratches on the upper right corner of the pump. The customer primed the tubing up to 5.0 units and he received drips. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.